Event description:
The customer reported that the device had spontaneously powered up while the switch was in the off position. This issue was noted during the shift check.

Manufacturer narrative:
The customer reported that the device had spontaneously powered up while the switch was in the off position. This issue was noted during the shift check. The unit was evaluated at philips, but the symptom could not be duplicated. The device passed all testing. The unit was returned to the customer and was put back into service. As of 5/11/09, the customer reported that they have had no add'l problems with this device and that it is fully functional. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, however, since the symptom could not be duplicated.